Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and associated non-boston scientific lead system had been experiencing dizziness and episodes of syncope. A holter monitor showed pauses in pacing. The patient was admitted to the hospital, where there was not a boston scientific programmer, and a local distributor representative was contacted to check the device. A loss of rv pacing was observed, and interrogation of the device found high, out-of-range pacing impedance measurements and low amplitude p-wave and r-wave values on the right atrial (ra) and right ventricular (rv) leads. Device data and x-rays were submitted to technical services for review. Technical services reviewed the available data and confirmed the pauses in pacing were due to oversensing of noise on the rv lead. The local distributor representative was not present for the intervention but reported that the physician added a new boston scientific rate/sense lead to the rv. It was noted the patient was in permanent atrial fibrillation (af) so no testing or intervention was done for the ra lead. The physician believed the issues may have been due to a mismatch of manufacturers products where possibly the competitors terminal pin was not fitting correctly into the boston scientific device header, although there was no difficulty reported on inserting the pin into the header. At this time, the new rate/sense lead was functioning normally and the issues were resolved. No additional adverse patient effects were reported. The device remains implanted and in service.